Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to ensure the pump was not connected to a power source and to use the tip of their finger to press the button while supporting the pump from the bottom. The issue persisted, and the caller was assisted in removing the pump from its case. After further guidance, the button functioned as intended and the pump display turned on.